Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 6 years have passed since the subject device was manufactured. Based on the results of the investigation, there was no image on the monitor when the 180-series scopes were used because a temporary malfunction likely occurred due to deterioration of the printed circuit board components. In addition, as described in the instruction manual, "securely connect the endoscope or camera head. There is a possibility that noise may be generated in the images or the connection may be disengaged and the images may not be output," it is also possible that an electric contact failure occurred due to incomplete connection with the main unit or adhesion of foreign matter (on the scope side).

Manufacturer narrative:
The referenced video processor was returned to the service center. The evaluation found the unit failed inspection for no image with 180 series endoscopes due to defective patient boards (ap and dr) set. Additionally, the scope socket is worn causing a loose connection with endoscopes and camera heads. Software needs to be upgraded to the latest version. There is cosmetic wear on the external housing that does not affect fit and functionality of unit. The unit was repaired and returned to the customer. The device was purchased on november 11, 2014 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that during an unspecified procedure, the evis exera iii video system center 's has no video; it is grainy or blanked out. The intended procedure was completed using a similar device. The settings, connections and optical connecting parts were inspected and found to be correct and clear of residue. There were no noted abnormalities but the unit still gave a grainy picture.